Manufacturer narrative:
As of today, this product has not been returned. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. There were no additional adverse effects reported.